Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was also implanted with another manufacturer¿s right ventricular assist device (rvad) for right ventricular (rv) failure the same day. The patient had a history of rv failure prior to implant of the lvad. The surgeon stated that he knew he would need rv support before going to the or. It was reported that the lvad was functioning normally at the time of implant and throughout the post-op period. Pump parameters were normal throughout the course of events with no alarms noted. From the day of implant, the patient¿s lactate dehydrogenase (ldh) began increasing each day. On (B)(6) 2015, the rvad was replaced (reasons not provided) with the manufacturer¿s extracorporeal blood pumping system for right sided support. Upon removing the rvad, a large clot was noted at the distal end of the rvad cannula. On (B)(6) 2015, the manufacturer¿s rvad was removed with good results. The patient¿s ldh continued to increase, and on (B)(6) 2015, the patient's ldh levels increased to 1136 u/l from a baseline 444 u/l. A CT of the patient¿s chest was performed and revealed a pulmonary infarct. On (B)(6) 2015, the patient¿s ldh peaked to approximately 2400 u/l. On (B)(6) 2015 a pulmonary embolism was diagnosed per a CT scan. Heparin was started on (B)(6) 2015, followed by aggrenox started on (B)(6) 2015. On (B)(6) 2015, a transesophageal echocardiography revealed that the left ventricle was severely enlarged (7.9 cm) at speeds of 9200 rpm. The aortic valve opened with every beat at 9200 rpm, opened intermittently at 9600 rpm and 10000 rpm, and remained mostly closed at or above 10400 rpm. The patient¿s ldh values began decreasing until (B)(6) 2015, when the patient¿s lab draws were hemolyzing. The patient was reportedly ¿medically stable¿ at the time and the pump parameters were normal. On (B)(6) 2015, the ldh level was 2340 u/l. His plasma free hemoglobin peaked at 164 g/dl and went back down to 4 g/dl the following day and integrilin was started on (B)(6) 2015. On (B)(6) 2015, the patient was returned to or for a pump exchange. The cannulae were not exchanged and the procedure was completed without cardiopulmonary bypass. Small circular thrombus-looking material was visualized around the inlet bearing at the time of explant.

Manufacturer narrative:
Patient¿s weight was not provided. Approximate age of device ¿ 1 day. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. The evaluation of the pump confirmed the report of elevated lactate dehydrogenase (ldh). A direct correlation between the device and the reported right heart failure and pulmonary infarct could not be determined; however, it was reported that the patient had underlying right heart failure prior to implant of the lvad. During the evaluation of the pump, tissue-like thrombus formations were found adhered around the inlet bearing cup and the inlet bearing ball, which likely originated as one formation and broke apart upon disassembly. The thrombi were denatured and appeared to have formed in laminated layers, indicating that they likely formed on the inlet bearings over an undetermined amount of time while the pump was supporting the patient. A tissue-like deposition was lightly adhered to the rotor body between two of the rotor blades. A portion of the deposition in a partial ring-like structure appeared denatured, indicating that the deposition was present in the pump for an undetermined amount of time while the pump was supporting the patient. The deposition did not appear to have originated in this location. Although its exact origin could not be conclusively determined, the denatured portion of the rotor thrombus was similar to the thrombus rings found on the inlet bearings, indicating that it could have potentially originated there. A small tissue-like deposition was present in the outlet stator, adjacent to the outlet bearing ball. The deposition was non-laminated, lacked denaturing, and was not adhered to any pump surface. Additionally, there was no evidence of contact marks on the outlet portion of the rotor. Its specific origin and a duration in which it was present in the pump could not be determined. The observed depositions could have potentially contributed to the reported elevated ldh. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended.

Event description:
Additional information: it was reported that after the pump was exchanged, the patient recovered well, was extubated, ambulating and the pump parameters were stable. The patient's lactate dehydrogenase level was in the 300s u/l. The patient was discharged on (B)(6) 2015.